Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted endoscopic splenectomy procedure on (B)(6) 2025 and when it was reported, ¿after surgery, pneumoderma was confirmed on the patient.¿. The reporter also stated, ¿after observation, the patient was discharged.¿ there was no report of medical intervention or hospitalization for the patient. The sem-evac, airseal bifurcated smoke evac filtered tube set, was also used in the procedure and will be listed as a concomitant device. There was no report of malfunction for any conmed device. This report is being raised due to the reported injury of pneumoderma.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted endoscopic splenectomy procedure on (B)(6) 2025 and when it was reported, "after surgery, pneumoderma was confirmed on the patient". The reporter also stated, "after observation, the patient was discharged". There was no report of medical intervention or hospitalization for the patient. The sem-evac, airseal bifurcated smoke evac filtered tube set, was also used in the procedure and will be listed as a concomitant device. There was no report of malfunction for any conmed device. This report is being raised due to the reported injury of pneumoderma.